Manufacturer narrative:
During the coil embolization procedure of an unknown intracerebral target site, the 2x2 orbit mini complex fill coil could not be advanced in the unknown cordis microcatheter (mc). Multiple attempts were made to advance the coil without success. The coil was withdrawn from the mc and the coil was found stretched. The same mc was used to complete the procedure. All the products were stored, handled and prepped per labeling instructions. The microcatheter was re-shaped with steam, and after reshaping, no damages were noticed. An adequate continuous flush was maintained through the mc at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. After the event, the mc and coil delivery system were removed as a unit. Other than the reported event, no other damages were noticed on the delivery systems or coil and the coil was still attached to the delivery system. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The introducer was not received for evaluation. The device presented with some waves; however, these may have occurred during the handling of the unit post procedural use. The embolic coil was still attached to the gripper and it was stretched. No other anomalies were noted in the device. The od of the delivery tube was measured and was found within specification. The gripper and embolic coil were inspected under microscope and residues of blood were observed on both components, additionally, the embolic coil was found stretched. A review of the manufacturing documentation associated with final assembly lot 15000068 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Functional testing to evaluate the reported resistance during advancement could not be performed due to the conditions of the received product. The reported stretched coil was confirmed. Although it was reported that an adequate continuous flush was maintained through the microcatheter, the findings of residues of blood on the coil and gripper indicate that procedural factors may have contributed to the event. With review of the available information and analysis of the returned device there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure, the coil could not be advanced in the unknown cordis microcatheter,. Multiple attempts were made to advance the coil, but failed. The coil was withdrawn from the (mc) microcatheter and the coil was found stretched. The target site was intracerebral, but did not include carotid artery. All the products were stored, handled and prep per labeling instructions. The microcatheter was re-shaped with steam, and after reshaping, no damages were noticed. An adequate continuous flush was maintained through the mc at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. After the event, the microcatheter and coil delivery system were removed as a unit. The microcatheter was utilized to complete the procedure. Other than the reported event, no other damages were noticed on the delivery systems or coil (unraveled, stretched, kink, bend, etc), and the coil was still attached to the delivery system.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.